Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was a failed battery alarm in the ICU. The wall plug of the pump was dislodged, which resulted in the pcu (8015) pump using the battery to power the infusion. Once the battery was completely drained, there was no low battery alarm, and then the infusion stopped. The issue was noted during patient use.

Manufacturer narrative:
The customers reported issue of missed low battery alarms was confirmed during the log review. However, during testing both low battery and very low battery alarms were produced. Based on the review of the logs, a basic infusion was programmed on s/n (B)(6) at 12:47:58 pm on (B)(6) 2021 with a rate of 0.1ml/hr and a vtbi of 25ml. The rate on s/n( B)(6) was updated to 1ml/hr at 01:01:26 pm. S/n (B)(6) was infusing prior to the event, s/n (B)(6) was idle. The pcu alarmed battery discharged at 1:03:24 pm but no low battery alarms prior the discharged battery event. Log analysis performed by software engineering determined the missed low battery warning occurred because of battery capacity variances due to over estimation of battery capacity. Pcu battery results from a fast battery conditioning showed an overestimated battery capacity range of 4184mah. During battery manual conditioning the system produced an audible alarm during low and very low battery alarms prior to the ¿battery discharged¿ (lb3) alarm; however, the actual battery capacity was not recorded as intended. An additional manual battery conditioning test was performed utilizing a known good dchu pcu battery with a date code of (B)(6) 2020. The actual battery capacity was recorded in the battery log while testing with the dchu pcu battery. Results of this test points to a possible issue with the customers pcu battery. The battery log showed the pcu battery was reconditioned twice in (B)(6) of 2020. Additionally, per service bulletin 592a, it is recommended that the battery be replaced every two years. The battery showed a date code of (B)(6) 2018 and should be replaced to achieve proper system performance. The pump module infusion was being used for treatment. The proximate cause of the customer¿s complaint of not alarming prior to battery discharge is attributed to battery capacity variances due to a non-conforming battery. Additional contributing factors can be attributed to the use of a battery older than the recommended two-year (2018) and battery conditioning guidelines not properly implemented. Inspection: an external and internal inspection of the customer¿s pcu was performed. During the external inspection the pcu device s/n (B)(6) was observed with the manufacturer seal missing (this finding confirms the device has been opened after manufacturing or servicing by bd). The right (male) inter-unit-interface (iui) connector was observed with corrosion and dry fluid residue. The left (female) inter-unit-interface (iui) connector was observed with corrosion and dry fluid residue. The pcu device was observed with an international power cord. An internal inspection of the customer¿s pump module exhibited the following: the internal components and cable connections were observed in good condition. Signs of contamination was observed at the bottom of the rear and front cases. No other obvious issues or anomalies were identified with the source device during the internal inspection. The observations noted were determined to not have been a contributing factor for the reported incident. Battery date code was noted as july 2018. Log analysis results: a review of the logs identified the system was powered on at 9:46:26 am on (B)(6) 2021. The profile in use was identified as ¿carlton ICU¿. Pcu battery log confirmed a battery discharge (lb3) alarm to have occurred at 1:03:24 pm on (B)(6) 2020. Based on the review of the logs, a basic infusion was programmed on s/n (B)(6) at 12:47:58 pm on (B)(6) 2021 with a rate of 0.1ml/hr and a vtbi of 25ml. The rate on s/n (B)(6) was updated to 1ml/hr at 01:01:26 pm. S/n (B)(6) was infusing prior to the event, s/n (B)(6) was idle. The pcu alarmed battery discharged at 1:03:24 pm; however, no low battery alarms were identified in the logs. Log analysis performed by software engineering determined the missed low battery warning occurred because of variances during battery capacity measurements due to over estimation of battery capacity. Test results: customer¿s returned pcu was tested using battery discharged without prior warnings test method to identify its battery operational state. Pcu battery results from a fast battery conditioning showed the battery capacity range to be 4184mah. However, during manual conditioning the actual battery capacity was not recorded which is indicative of a malfunctioning pcu battery. Laboratory test results demonstrated that the system would produce an audible alarm during low and very low battery alarms prior to the ¿battery discharged¿ (lb3) alarm. Per service bulletin 592a the battery should be replaced every two years; the battery date code was noted as (B)(6) 2018. An additional manual battery conditioning test was performed using a known good dchu pcu battery with a date code of (B)(6) 2020. Test results demonstrated that the system would produce an audible alarm during low and very low battery alarms prior to the ¿battery discharged¿ (lb3) alarm. During manual conditioning with a known good dchu pcu battery, the actual battery capacity was recorded in the battery log. Test method information: testing was performed per the battery discharged without prior warnings test method 1503-001-017, dir# 10000360048. Device history review: a review of the device history record showed the device had a manufacture date of (B)(6) 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pcu s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a failed battery alarm in the ICU. The wall plug of the pump was dislodged, which resulted in the pcu (8015) pump using the battery to power the infusion. Once the battery was completely drained, there was no low battery alarm, and then the infusion stopped. The issue was noted during patient use.